Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The reported issues that the device had broken cases on pcu unit and failure of one side of keypad could not be confirmed. No further investigation of this event is possible at this time and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that (10) pcu devices without serial numbers had broken cases. The cases were replaced and the devices passed pm (preventive maintenance) and returned to the floor; however a week or two later "one side of the keypad" failed to work. There was no patient involvement.